Event description:
Healthcare professional reported a patient was injected previously injected with juvéderm® ultra¿ xc and juvéderm® volift¿ with lidocaine in various areas of the face. On a later date, patient was injected with toxin and 1ml of juvéderm® volux¿ into the prejowl and 1ml of juvéderm® ultra plus¿ xc. About a month later, patient was injected with 1ml of juvéderm® volift¿ with lidocaine. Another month later, patient was injected with 1ml of juvéderm® volift¿ with lidocaine. Patient was later injected with juvéderm® volux¿ the following month in the chin and then again with juvéderm® volux¿ in the chin 4 months later. Soon after this most recent injection, patient had an episode of diarrhea. Following this episode of diarrhea, patient presented with nodules, edema, and increased temperatures in regions specifically injected with volux. Patient has received treatments of 300mg clindamycin every 6 hours for a week and 20mg prednisone for a week with no resolution. Treatment was switched to doxycyline twice daily and prednisone stopped. An ultrasound was conducted about a week after onset noting presence of pseudocystic formations with anechoic content and regular contours in the right nasolabial fold/chin junction, right chin, left nasolabial fold/chin junction, and left chin. An elongated hypoechoic mass with irregular contours was also noted in the chin/nasolabial fold. Another similar mass was noted in the right nasolabial fold. Adjacent to the supraclavicular nodular formations and cystic formations there was increased subcutaneous echogenicity observed. The impression noted the pseudocystic deposits in the chin region and nasolabial folds were possibly corresponding to hyaluronic acid deposit, the elongated hypoechogenic formations in the chin region and right nasolabial fold could be abscess, and the increased echogenicity of the subcutaneous tissue was consistent with cellulitis. Events ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® volux¿ application carried out in (B)(6).

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.